Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip opened while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (dmr) with grade 4. A mitraclip xtw was implanted without issue. The mr was reduced to 1-2. A mitraclip xt was used, but the clip opened while establishing final arm angle (efaa). It was noted that the clip was placed laterally during the procedure. The clip angle was 10 degrees before opening and 50 degrees after opening. The device was removed and another mitraclip device was implanted to complete the procedure. The mr was reduced to grade 1. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.